Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of infusion set tubing detachment from site on (B)(6) 2025. No further information available.